Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would shut off unexpectedly during branch ligation. Power setting at 3. Device removed and a new one was used which worked without issue. No procedure delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000430881 history record review was completed. There was 1 ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.